Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced insufficient blood flow through the device. This event occurred two times. The following information was provided by the initial reporter. The customer stated: there is blood after the needle is inserted. But no blood comes out after the blood collection tube connected.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Investigation summary: bd had not received samples or photos from the customer for investigation. The photo provided was of the package, not the defect. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to clogged as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clogged. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced insufficient blood flow through the device. This event occurred two times. The following information was provided by the initial reporter. The customer stated: there is blood after the needle is inserted. But no blood comes out after the blood collection tube connected.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-08-31. H.6. Investigation summary: bd received 4 samples and 1 photo were provided (which was of the packages, not of the defect) for investigation. The photo was reviewed and the indicated failure mode for no blood comes out with the incident lot was not observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by visual examination and functional testing and no issues were observed relating to no blood comes out as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode no blood comes out. Bd was not able to identify a root cause for the indicated failure mode. If actual sample is available, please send for further investigation. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.